Event description:
It is alleged that during a lap nissen case, the cadiere forceps began moving by themselves. It was reported that one jaw would open and the other would quiver. It was also reported that the surgeon moved his head out of the stereo viewer and the instrument continued to move. Reportedly, the staff was able to replace the forceps and the case proceeded for no further incidences. There were no reported pt injuries.